Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call sensor went into sensor updating and then it gave her change sensor about an hour and a half later. The customer¿s blood glucose level was 415mg/dl at the time of incident, declined to trouble shoot for high blood glucose. The customer was assisted with trouble shooting. The customer was advised to return the sensor.